Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# va0vrbm, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that they were not getting good results since implant and had issues with frequency at night. The device was reprogrammed on (B)(6) 2015 and the therapy "was good for a while" but the "fluttering" became uncomfortable. The patient woke up during the night "with a disturbance from the waist to the groin," noting it felt like it was "an electrical current." The patient called their manufacture representative to notify them that she was "having issues." Decreasing amplitude eliminated the uncomfortable stimulation, and the patient did not have uncomfortable stimulation at the time of the call as she had turned off stimulation" since sometime in (B)(6) 2015." As a result, urinary and bowel symptoms returned. The device was turned on and the settings were increased to 0.9 volts where the patient could "mildly feel stimulation" but was comfortable. Later that day, the manufacture representative reported that the patient "wasn't able to get her device programmed." On (B)(6) 2015, the patient was still not having 50% or greater relief. Increasing amplitude did not show any changes in relief. The patient was redirected to their healthcare provider (hcp). Cause/factors and patient outcome remain unknown. Follow-up is being conducted to obtain information. The patient was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Information regarding manufacture representative stating device was not able to be programmed was incorrectly reported as it was unrelated to this event. Therefore (B)(4) no longer applies.

Event description:
Additional information received from the patient reports due to trip planned in (B)(6), the patient had postponed any further action with the manufacturer implant. The last time the patient saw representative and doctor was on (B)(6) after many attempts to find a good stimulus point. It was decided that they might had to try going back into the site and repositioning the implant. Now, the patient plans to wait until after the holiday season to readdress this with doctor. The patient continue to hope for the desired results of bladder and fecal control.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient called back and noted previously reported issue of implant not helping symptoms yet.